Event description:
Healthcare professional reported right-side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified fold creases, one linear opening, wear abrasion and yellow particles in device inner surface. A microscopic analysis and leak test were performed which identified void >1 mm in non-textured, valve-to shell-bond area and one opening crease smooth. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one opening crease smooth in the side posterior assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.